Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformance associated with the reported event were identified. Based on the information received, the cause of the reported sideport detachment remains unknown.

Event description:
During the procedure, the sideport detached from the sheath. Another catheter was used to completed the procedure.